Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)  and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso (B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that a skin irritation causing bleeding, bruising, swelling, pain and a headache had occurred while wearing the pod for longer than 48 hours. The patient removed the pod from the insertion site (leg) and applied a new pod at a different insertion site (stomach). The patient had gone to their primary care physician (pcp) where they had been given advice to use ice and heat for the pod site swelling. In addition the patient was prescribed sudafed (120 mg) to be taken 2 times daily. The patient was seen be their pcp for 15-30 minutes. The pod will not be returned as it has been discarded.